Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). A sterling sl balloon dilatation catheter, sterling sl mr 3.5 x 100 x 150 was advanced and inflated to 6atms, and a second time to 8 atms and a balloon rupture occured. The procedure was completed with a different device. No patient complications were reported. Patient condition reported as good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).